Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a total knee replacement on approximately (B)(6) 2015 and suture was used to close the fascia. Two weeks post-operatively the patient experienced fluid buildup and returned to have the staples removed. The surgeon pierced the skin and the violet of the suture could be seen. The surgeon cut and removed the suture that was on the skin. At this time the surgeon observed that the knee capsule had come open. The surgeon stated that the suture core was broken. The ends were intact, violet in color, and barbs were present. The surgeon opined that the patient had an inflammatory response to the device that caused it to erode away. The patient underwent reoperation to wash out the site and close it. The patient is reported to be doing fine.